Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/1/2020. H6 patient codes: 1943,2091,1154. The following additional information has been received from the patient: (B)(6) 2019- pt had a fusion spine anterior cervical & discectomy with excision of bone graft with a donor site of right iliac crest with dr. All went well with minor surgical pain. Forty eight hours post operation I was having itching, redness, swelling and some blisters on the rt neck and rt iliac crest surgical sites. I saw dr on (B)(6), for this problems. Dr agreed that it wsa a reaction. At this time, he removed as much as he could and stated I should return if it gets worse. I continued trying to get the substance off for days. Slowly I could remove the substance but in doing so, the wound opened a little bit. It took weeks for the redness to fade, the itching to stop and the swelling to go down. Today (B)(6) 2020 I have no further discomfort in either areas. The incisions are healed. I have no neck pain. Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent. Was there any treatment provided (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify. It was noted the dr. Removed the adhesive, please indicate any medical or surgical. Interventions performed or re closure of the wound? Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any tests performed? What is the physicians opinion of the contributing factors to the reaction? Patient demographics: initials / ID; age or date of birth; bmi ; patient pre-existing medical conditions (ie. Allergies, history of reactions). Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Manufacturer narrative:
(B)(4). The following additional information was requested, however not received to date: please verify the event information above for accuracy. How are you feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact email information and sign authorization to use or disclose information form. Attempts to obtain additional information and the device have been made with no response to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a cervical disc replacement on (B)(6) 2019 and topical skin adhesive was used. Forty eight hours post operatively, the patient presented to physician with pain, rash at the incision site, and blisters. It was diagnosed as a severe allergic reaction to the device. The patient is afebrile, yet the other symptoms remain. No device will be returned. Additional information has been requested.